Manufacturer narrative:
The device was not returned to resmed for an evaluation. The power supply unit (psu) was confirmed to be defective by the medical service provider. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was not providing power. There was no patient injury reported as a result of this incident.